Event description:
(B)(4). After having this device for 2 years. The coils migrated to my uterus and I end up having a hysterectomy at (B)(6). The lot number is a36514. The coils were implanted improperly at on 2 trailing coils in one and just tip on left side.